Event description:
Report received indicated that during a percutaneous transluminal balloon angioplasty performed through a stent to the left renal artery, the balloon ruptured and balloon tip separated remaining in the patient. A palmaz stent was implanted in the left renal artery about 6 years ago. It was reported that the stent had restenosed for a total of three times. There are no details of the implanting procedure or of the reported stent restenosis. An attempt to dilate the restenosed stent was being made. The vessel was without tortuosity though had severe calcification and 90% stenosis was present. The stent was dilated using two balloons. The products were prepped and used following the instruction for use. The balloons were inflated using an indeflator. The first balloon was inflated twice without difficulties, however, the physician was not satisfied with the stent dilation. The balloon catheter was removed and a second balloon was introduced. When the second balloon was inflated at the second inflation of about 6-7 atmospheres, the balloon ruptured and the balloon tip separated remaining in the stent. When the balloon ruptured it is not clear if the tip was caught within the stent and when device was retrieved the tip separated or if the balloon ruptured and tip separated thereafter. Attempts were made to remove the remaining part using several devices, however, the attempt failed and the balloon tip of about 16mm in length with its tip inner shaft of about 10-20mm remained in the patient. It was also reported that force was used to remove the balloon catheter, however, the time when this force was applied is not known. Subsequently, left renal artery blood flow was 98% occluded. Therefore, the physician determined to do dialysis and an internal shunt in the arm was performed. Patient's condition is stable. This is one of two products involved in the same patient and reported under manufacturing number 9610978-2007-00072 and 9610978-2007-00073.